Event description:
It was reported to olympus, that the colonovideoscope had a leak at the function buttons. The issue was found during inspection for use. Inspection and testing of the returned device found that the air/water tube had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to deformation of the switch box, damage on the up/down knob, a pinhole on the bending section rubber and damage to switch 1. The scope body had a crack and there were scratches noted throughout the device. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The plastic distal end cover had a chip and the bending tube was deformed. The connecting tube coating was peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material likely remained in the a/w channel due to the device not being reprocessed prior to being returned to olympus for repair; however, a definitive root cause of the foreign material clogging the nozzle could not be identified. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.